Event description:
Information was received from a healthcare provider regarding a patient receiving clonidine 80mcg/ml at 16.6mcg/day and dialudid 12mg/ml at 2.49mg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient is in for pump refill today; they were expecting less than 1 ml in the pump reservoir and removed 11.5 ml. The patient did report having increased pain since last refill. Per the healthcare provider that they have not seen volume discrepancies with this pump/patient before and the patient did not report any falls or trauma since last refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.